Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer has reported that the device was discarded. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the adaptor disconnected from the tube during use and the patient had to be reintubated. No patient injury or consequence. The condition of the patient is reported as "fine".